Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during dwell on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) stated that a supply bag had disconnected from the setup due to a loose connection. The technical service representative (tsr) assisted the cg in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Upon conclusion of the investigation, the cause of the reported alarm was determined to be a loose connection between the supply bag and supply line. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.